Event description:
It was reported that the patient presented for a follow-up. Upon interrogation, a decrease in impedance was observed. Follow-up will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.